Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens was torn using an msi-pm injector and an aq cartridge-fp. The lens was removed with no patient injury. Another same type lens was implanted. The reporter stated the cause of the torn lens was due to the injector and cartridge.